Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s spouse. The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the patient never had effective therapy from her implantable neurostimulator (ins) and was in pain for the last several months prior to the report. Different programming adjustments were tried, but the patient continued to not get effective therapy. Two weeks to a week prior to the report, it was reported that the patient met with a manufacturer representative (rep) for a scan and it was discovered that the wires had shifted. The spouse then mentioned that they were discussing to have the patient go through a trial for a pump system. There were no reports of any trauma/falls/emi/activity. In the end, the caller was redirected to the patient¿s healthcare professional (hcp) to discuss the symptoms and therapy concerns. There were no further complications reported or anticipated.